Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that balloon rupture occurred before reaching the nominal pressure upon first inflation. It was replaced with a different device and the procedure was completed. There were no patient complications reported.